Event description:
After lens was implanted, a crack was noted. The lens was removed and a new one put in. Cannot rule out there was a crack before implantation or if it happened during the procedure.